Event description:
The dr reported that after lens removal with capsular vent (cause was not identified), a noise occurred at the start of full vacuum during a vitrectomy. The cutting is fine, but the noise is so loud that it's hard for people to stay inside the or. The case was completed, and iol implanted. The dr stated there was no pt injury.

Manufacturer narrative:
A co svc rep checked the sys and was unable to duplicate the noise reported. The sys met specs. The root cause of the pt event cannot be determined in this investigation. This report mailed to FDA on; 06/22/2007.